Manufacturer narrative:
The event of ""mild capsular contracture" baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "mild capsular contracture" baker grade unknown and rupture.

Event description:
Physician reported right side rupture. Healthcare professional later reported "mild capsular contracture" baker grade unknown. Device explanted.

Event description:
Physician reported right side rupture. Healthcare professional later reported "mild capsular contracture" baker grade unknown, and grade I ptosis. Device explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a. Clarification to d6a: partial date of 2005 provided; updated to better align with the manufacture date of this device.

Event description:
Healthcare professional later reported grade I ptosis.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is not related to the device. Rupture: observed broken. Assessed, as surgical damage. And missing piece of shell assessed, as inconclusive. Additional observations: no other observation observed. No further actions are required, since no manufacturing issue is observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Physician reported, right side rupture. Healthcare professional, later reported, "mild capsular contracture", baker grade unknown. And grade I ptosis. Device explanted.